Event description:
It was reported that the patient had a system upgrade and an absorbable envelope was implanted. Approximately one month later the patient presented to the hospital with a pocket infection. The system was explanted and replaced on the other side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.